Event description:
It was reported that the device was observed to be in backup vvi mode. The patient was having MRI scan done and felt symptomatic. Patient noticed a higher output just after the MRI scan began. Technical services worked with firmware engineering to attempt to recover the device, however, it was unsuccessful. As such, the device was explanted.

Manufacturer narrative:
No medwatch form was received.